Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a marketed in the united states. The product is not expected to be returned.

Event description:
It was reported the patient received the following results within 15 minutes: 69 mg/dl (with accu-chek active) and 118 mg/dl (with accu-chek guide).